Manufacturer narrative:
Method of evaluation: pathological examination: the explanted portion of the strattice device was sent for pathological examination. Microscopic diagnosis revealed infolded layers of dense native collagen and fibrofatty tissue seen, surrounding internal layers of unincorporated or partially incorporated collagen graft (strattice) material. Florid lymphohistiocytic inflammatory infiltrates are seen surrounding the acellular collagen graft layers, interposed between the external native collagen and fibrofat. Vvg elastin stain is consistent with unincorporated strattice material; special stains for bacteria (b&b) and fungi (gridley) are negative for organisms. Results of evaluation: no failure detected. - qa investigation into lot sp100336 resulted in no remarkable findings. Lot sp100336 met all qc release criteria. -the nonincorporated portions and infolded layers of the strattice could be related to surgical technique or patient factors. Conclusion code: known inherent risk of procedure pathological examination of the explanted portion revealed both incorporated and nonincorporated strattice graft material along with florid lymphohistiocytic inflammatory infiltrates and fibrofatty tissue. Patient factors such as prior recurrent hernia repairs and excessive weight as well as placement of the device could have contributed to this patient's re-herniation through the strattice. The adhesions discovered intra-operatively are considered an incidental finding and is a complication related to intra-abdominal surgery with or without the use of an acellular dermal matrix. In addition, the IFU warns that potential adverse events typically associated with surgical mesh materials and their implantation procedures include a recurrence of tissue defects and adhesions. Based on the reported information, pathological examination and the qa investigation into lot sp100336 resulting in no remarkable findings, a relationship between the reported event and the strattice device cannot be conclusively determined.

Event description:
This is a follow up to report the device evaluation findings and the investigation conclusion.

Manufacturer narrative:
Ref. Date of event: date was not reported, however it is known that the event occurred between (B)(6) 2016. Ref. Explant date: although a portion of the device was explanted on (B)(6) 2016, the rest of the device remains implanted. Concomitant medical products: the therapy dates of when the first piece of strattice was implanted was not reported. (B)(4). Patient factors such as prior recurrent hernia repairs and excessive weight as well as placement of the device could have contributed to this patient's re-herniation through the strattice. The adhesions discovered intra-operatively are considered an incidental finding and is a complication related to intra-abdominal surgery with or without the use of an acellular dermal matrix. In addition, the IFU warns that potential adverse events typically associated with surgical mesh materials and their implantation procedures include a recurrence of tissue defects and adhesions. The explanted portion of the device was returned to lifecell on 12/2/2016 and the evaluation is not yet completed. A follow up report with the evaluation findings and investigation conclusion will be submitted.

Event description:
It was reported that this is a (B)(6) female patient with a medical history of excess weight and a possible latex allergy. The timeline of events for this patient is as follows: - previously, this patient underwent a successful hernia repair with strattice in an onlay fashion and subsequently re-herniated above the device where there was no coverage (dates of the initial surgery and re-herniation were not provided). It was reported that the strattice did not fail and was completely intact in this instance. - on (B)(6) 2016, the patient was returned to the operating room to repair the re-herniation with another piece of strattice (lot sp100336-143) again in an onlay fashion. Subsequently, the patient had a third hernia recurrence through this second piece of strattice (date not reported). - on (B)(6) 2016, the patient was returned to the operating room to repair the reherniation with a third strattice device, this time in a sublay fashion. Intra-operatively, it was noted that the re-herniation through the second piece of strattice (lot sp100336-143) was approximately 3-4cm in diameter, the hernia sack was much larger underneath and there were some adhesions to the strattice, but was well vascularized. The surgeon explanted a portion of the strattice (lot sp100336-143) and will send it back to lifecell for evaluation. The surgeon does not believe the strattice caused the hernia however, he does not know why the hernia broke through the strattice. The patient is currently healthy with no further complications.